Event description:
It was reported that during a stenting treatment procedure a shaft break occurred. The target lesion was located in the left circumflex (lcx). When the 3.00x12mm liberte bare stent delivery system (sds) was introduced into the 7f wiseguide guide catheter, the shaft of the liberte bare sds broke. It was noted that the distal end of the sds remained inside of the guide catheter. The device was successfully removed from the patient and procedure was completed with a different device. No patient complications were reported with the patient's current condition listed as stable.

Event description:
It was reported that during a stenting treatment procedure a shaft break occurred. The target lesion was located in the left circumflex (lcx). When the 3.00x12mm liberte bare stent delivery system (sds) was introduced into the 7f wiseguide guide catheter, the shaft of the liberte bare sds broke. It was noted that the distal end of the sds remained inside of the guide catheter. The device was successfully removed from the patient and procedure was completed with a different device. No patient complications were reported with the patient's current condition listed as stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received in two sections as a result of a break in the hypotube at 85.4cm distal to the strain relief. A detailed examination of the break site found that the break occurred as a result of a severe kink that occurred in the hypotube. The break in the shaft is consistent with excessive force having been applied to the shaft. An examination of the profiles of the crimped stent, balloon and tip found no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)